Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 557mg/dl. Patient's current blood glucose value is 97mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer found very small sized bubbles the customer experienced symptoms such as dry mouth, felt very thirsty, and also frequent urination . The customer was treated with manual injection. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). DHR requested - other reasons not found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, DHR requested - other reasons prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.